Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A taxus stent was initially implanted in the left anterior descending artery. The target lesion for the taxus express2 2.5x20mm drug eluting stent was in the ostium of the diagonal artery. A 2.0x12mm maverick balloon was used to predilate the lesion. The physician then attempted to place the 2.5x20mm taxus stent distal to the previously deployed stent. While trying to advance the 2.5x20mm taxus stent through the first stent, the 2.5x20mm taxus stent was damaged. The structs were flared. The procedure was completed with another manufacturer's stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned fro evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.